Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was a couple days ago the patient was sick and forgot to charge their implanted neurostimulator (ins). Patient went to charge the implanted device and it was kind of in the red on the battery in the back. Patient plugged the controller in to start charging and it went a few minutes then all of a sudden patient got a big jolt in their back and up their leg and the controller went blank and unresponsive. During call patient removed the controller battery and plug the controller into the ac power supply, patient verified the controller powered on. Patient put the battery pack back into the controller and verified they were able to recharge the controller. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned they have fibromyalgia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.